Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
It was reported to philips the device was not supplying oxygen to the patient. This event was reported to have occurred during patient use. The customer spoke with a philips remote service engineer (rse). The customer confirmed the integrity of the o2 hose and o-rings and performed various tests which all passed. The oxygen outlet was confirmed to be functional. The drpt gave error codes 1208 oxygen not available and 1209 alarm message: low o2 supply pressure. The rse advised the customer the data acquisition printed circuit board assembly (da pcba) and/or the flow sensor assembly may be faulty. The customer was sent a quote for bench repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Many good faith efforts have been made to obtain additional information from the customer however there was no response. The resolution and disposition are unknown.